Manufacturer narrative:
One smiths medical cadd administration set was returned for analysis. The returned sample was visually inspected under normal conditions of illumination and no obstructions were noted in none of the joins of the product nor other workmanship defects were detected. Functional test was performed making distilled water pass through the sample received using a hydrostat vessel. The water flowed through the whole line and no discrepancies were detected. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during use of a smiths medical cadd administration set, the nurse in charge of care encountered an issue with a patient. It was reported that the cadd set did not successfully flush while the cadd pump indicated 20 ml left. Subsequently, a second cadd set was successfully used. No patient consequences were reported. No adverse effects were reported.